Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported no therapeutic benefit. The caller stated that since implant, which was the middle of may of this year, the therapy was not helping with their symptoms. The caller stated that when they tried program it would work right away and then it stopped and every day that it was on it gets stronger and they can urinate but they can't urinate. The caller confirmed they were implanted to help with urinary urgency. The caller added that they don't know if they should turn the stimulation up or down. The caller stated they have made a few switches already to the programs but it hasn't really helped. The caller stated that it made their bladder start feeling "hard as a rock" but not urinating at all; they only peed twice in one day. But then they lowered it and they were peeing every 20 minutes. Agent asked caller if they have discussed this with their managing healthcare provider and caller stated they haven't been talking to the doctor. Agent offered to walk caller through making an adjustment; caller confirmed they are currently not feeling stimulation. Agent walked caller through increasing stimulation to a comfortable level. Caller will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. On 2026-jun-19 additional information was received from the patient. The patient called back asking if they could change the program even if they were still within 2 weeks as advised. The agent reviewed considerations for therapy optimization and provided general programming guidance. The patient was advised to monitor their symptoms and be redirected to their healthcare provider (hcp) if symptoms persisted. On 2026-06-22 the patient called back and reiterated previously reported events and provided additional information. The patient said they met with a manufacturer company representative (rep) at their new managing healthcare provider's office on 2026-jun-16 because out of the first initial 7 programs they'd gotten on their current implant, they'd crapped themselves on two of them, so the rep reprogrammed "everything" and gave them "7 new programs and 4 additional programs." The patient said their hpc told them regarding trying programs, they told the patient that 2 weeks wasn't necessary for trying different programs, that they should know within three days if a program was going to work so they tried program 1 for 3 days and they just peed every 20 minutes and then program 2 they felt something in their thigh and they knew that should be in the bike-seat area so they switched to a different program and they couldn't urinate at all on program 3 and that now they had a bladder infection because of it. They said they were just "running through all these programs" and they would feel the stimulation outside the bike-seat on some like in their butt outside of the bike-seat. They said whether the therapy was on or off, they would feel a "tingly" sensation at the ins site and they didn't understand why. They said they had 3 programs remaining to try. Patient services reviewed the role of patient services, the hcp and the rep with the patient and redirected patient to follow up with an hcp. Patient services wanted to note the patient was difficult to follow and patient services did the best they could to document the reported information. Patient to reach out to a hcp but requested patient services send an email to the field to request someone call them. Patient services sent the field an email on the ent's behalf. On 2026-jun-26 additional information was received from a healthcare provider (hcp). The hcp stated that the cause of the sensation at the ins site was unknown. The patient was referred to another doctor for further assistance. The patient was implanted for urinary retention/frequency and the patient's uti was not related to the device/therapy. The suspected cause of the stimulation being outside the bicycle seat area was the lead suspected to be out of place. The patient was also referred to another doctor for this issue. The issues were ongoing.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36hdp product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.